Event description:
It was reported that the customer's insulin pump alarmed button error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons response due to corroded keypad traces. The device was received with cracked case at lcd window corners and reservoir tube lip, missing end cap sticker, scratched screen, and loose/flush drive support disk.